Event description:
During a follow-up in-clinic, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. The patient is not pacemaker dependent. Rv lead damage was alleged, but not confirmed. No intervention has been performed. The patient was stable with no consequences and will continue to be monitored.